Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for device change out. Review of the device data revealed a diagnostics anomaly; it showed wrong battery longevity on the pulse generator. The device was explanted and replaced successfully as planned. The patient was doing well post procedure.